Event description:
The customer reported that during use of this shaver blade in an ankle arthroscopy, the tip of the device broke off and remains in the pt's cavity. To date, the pt is going well.

Manufacturer narrative:
Investigation findings: conmed linvatec rec'd this device for evaluation and confirmed the reported problem that the tip of the inner tube broke and detached. Further investigation found that the tip broke at the end of the edm cut and not at the weld. Based on the above facts along with the evidence that the outer tube window shows severe damage to the teeth, this type of failure could have occurred if excessive lateral force was applied during use or if during use the tip came in contact with an object harder than itself. A review of product history for the past 2 years found 2 similar events where the tip broke; however, in these two cases, the tip was retrieved. Conmed linvatec will continue to trend this failure mode.